Event description:
The customer reported a pacer failure and error message 90007 (related to pacing) during testing of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.